Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 180 units on (B)(6) 2016. Additionally, the customer reported that the cartridge had been filled with an insulin pen. During troubleshooting with tandem technical support on (B)(6) 2016, the customer received a minimum fill message after loading a cartridge with 120 units. The customer's blood glucose level was 180 mg/dl.